Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient, born (B)(6) , underwent an ischemic ventricular tachycardia (isvt-left) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. The patient suffered a pericardial effusion in an unknown location. The reporter stated "during ablation, we noticed a drop in blood pressure, we confirmed via intracardiac echo. A pericardiocentesis was performed and the patient stabilized immediately. The pericardiocentesis drainage tube was left in place. The event occurred during the end of the procedure and it was abandoned at that time. Sheaths were pulled and the patient was transferred out of the lab. The patient was transported to the intensive care unit.¿ the patient was hemodynamically stable at the time of this report. The effusion was discovered/noticed after a drop in blood pressure and then confirmed by intracardiac echocardiography (ice) with a soundstar catheter. Perforation was suspected but the location was unknown. Pericardiocentesis was performed and about 400 cc of fluid were removed. There was no evidence of any effusion present before the procedure. Max wattage used: 40 watts, total lesions: unknown, total ablation time: 31 minutes and total fluid: 360 ml. This adverse event was discovered post use of bwi products. The physician¿s opinion on the cause of this adverse event is that it was patient condition and procedure related. Patient outcome from the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event. Transseptal puncture was performed with a st jude brk - sl1 transseptal needle. No evidence of steam pop. Irrigated catheter was used in the event and the flow setting: high flow for sf - 15 ml/min. No error messages were observed on biosense webster equipment during the procedure. Force visualization features: graph, dashboard, vector, visitag with: time and surpoint ¿ coloring was based on time and additional filter used with the visitag were force over time (fot) 25% at 3grams of force and time.

Manufacturer narrative:
It was reported that a male patient, born (B)(6) 1952, underwent an ischemic ventricular tachycardia (isvt-left) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. The patient suffered a pericardial effusion in an unknown location. The reporter stated "during ablation, we noticed a drop in blood pressure, we confirmed via intracardiac echo. A pericardiocentesis was performed and the patient stabilized immediately. The pericardiocentesis drainage tube was left in place. The event occurred during the end of the procedure and it was abandoned at that time. Sheaths were pulled and the patient was transferred out of the lab. The patient was transported to the intensive care unit.¿ the physician¿s opinion on the cause of this adverse event is that it was patient condition and procedure related. Patient outcome from the adverse event was reported as improved. Device evaluation details: on 30-sep-2021, the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has now been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that the rocker lever was detached from the device, however, welding residues were found on the handle and this show that the rocker lever was attached to the thermocool® smart touch® sf bi-directional navigation catheter. This finding was reviewed and determined it is not MDR reportable since the issue is highly detectable and the catheter cannot be used. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Magnetic, temperature and force features were tested and no issues were observed. In addition, the product was irrigating correctly. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Also, for the rocker lever condition, the instructions for use contain the following instructions; using aseptic technique, remove the catheter from the package and place in a sterile work area. Inspect the catheter carefully for electrode integrity and overall condition. And during the procedure the following warning; always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the catheter. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the reported adverse event. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: actuator (g04002) were selected as related to the rocker lever detachment. In addition, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).